Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door was failed and was not detected on bus. A field service engineer inspected everything on the tower, including the external pyxis bus cable, and confirmed all connections were secure. After removing the latch column, noticed that not all controller board lights were on. Shut down the station and replaced the controller board. Once powered back on, more lights on the board were active and reinstalled the latch column and allowed the tower to boot into maintenance mode, where it updated the board firmware and configured it to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door failed to connect to the station and was not detected on the bus. The customer attempted troubleshooting by rebooting the station, shutting down the station, reconnecting the power cord, and attempting to recover the drawer; however, the problem persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.